Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr procedure utilizing a bonecutter full radius, when the blade activated, metal flakes shredded from it and into the patient. The procedure was completed with a back-up device. The metal flakes were removed from the patient by flushing the flakes out as much as possible. No delay in the procedure, no reported patient injuries occurred, and no other complications were noted.

Manufacturer narrative:
Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual assessment of the inner blade showed extensive abrasion at the tip with a corresponding abrasion on the inner blade. The shedding was likely due to an excessive lateral load placed on the blade during causing a misalignment between the inner blade and outer blade. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.